Event description:
Boston scientific crm received information that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. Upon return, initial routine device analysis revealed the device had failed to meet longevity specifications. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
A baxter-employed (B)(4) from (B)(6) reported an incident of peritonitis. The patient began peritoneal dialysis (pd) therapy in (B)(6) 2010. On (B)(6) 2010, the patient was diagnosed with peritonitis, which did not involve hospitalization. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with amikacin (500 mg, once a day, ip) and reflin (1 gm, once a day, ip). Dianeal therapy was ongoing, as was remedial therapy with amikacin and reflin. It was unknown whether the peritonitis resolved. The patient's concomitant medications were not reported. The reporting nurse did not provide a causality statement for the event.